Event description:
On (B)(6) 2013, tosoh bioscience was notified that on (B)(6) 2013 an erroneous tosoh-aia progesterone result had been reported and on (B)(6) 2013 an erroneous tosoh-aia bhcg result had been reported. The investigation indicated the following: progesterone: the aia-1800 printed a do flag instead of a pt result. The do flag is intended to warn the operator that a result is not valid and therefore should not be reported. On (B)(6) 2013, a technologist in training reported the result with the do flag as 0.0 ng/ml. The zero result was questioned by the physician and the original specimen was redrawn and run the same day and the result was 17.76 ng/ml. The customer investigation indicated that the root cause of the progesterone error was operator training. Bhcg: on (B)(6) 2013, a bhcg result of 5.8 miu/ml was reported. The initial result was not questioned by the physician, but the physician recommended that the pt be re-drawn in 2 days. On (B)(6) 2013, the pt was redrawn and the result was 887.2 miu/ml. This result was questioned by the physician and the lab was asked to thaw and re-assay the pt's sample from (B)(6) 2013. The repeat result of the bhcg (B)(6) 2013 specimen (original bhcg result = 5.8 miu/ml) was 449.5 miu/ml.

Manufacturer narrative:
On (B)(6) 2013, the tosoh aia-1800 preventive maintenance was completed by a tosoh field service engineer. The aia-1800 incubator temperature was adjusted from 37.9 to 37.2 but since all qc had been acceptable for the run with the incorrect bhcg pt result, and no other pt samples were affected, no definitive source of the error was found. It is suspected that pre-analytical sample handling could have contributed to the incorrect result, e.g., inadequate centrifugation. Customer reported that the two pts were not treated based on the reported results.